Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that there was excessive heat from corrosion to the components inside the housing. Therefore, the reported condition was confirmed. It was determined that this was due to emersion / cleaning procedures not being followed properly. The assignable root cause was determined to be due to component damage caused by user error, abuse and/or misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was observed that the attachment device ran hot. This event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.